Event description:
The customer reported to olympus, three patients had adverse events after procedures involving the soltive fiber and soltive system. No malfunctions were reported. Patient 1 of 3 had a flexible laser ureteroscopy on the left kidney on (B)(6) 2020 at the age of 72 years old. This event is reported in: (B)(6) is for the soltive fiber and patient 1. (B)(6) is for the soltive system and patient 1. Patient 2 of 3 had a flexible laser ureteroscopy of the left kidney with 20mm stone, on (B)(6) 2021 at the age of 72 years old. This event is reported in: (B)(6) is for the soltive fiber and patient 2. (B)(6) is for the soltive system and patient 2. Patient 3 of 3 had a flexible laser ureteroscopy and destruction of an 8mm stone of the left pyeloureteral junction on (B)(6) 2021 at 33 years of age. This event is reported in: (B)(6) is for the soltive fiber and patient 3. (B)(6) is for the soltive system and patient 3. This report is for patient 2 and the soltive fiber: patient 2 of 3 had a flexible laser ureteroscopy of the left kidney on (B)(6) 2021 at the age of 72 years old. The 20mm calculous in the lower calcium of the left kidney blocked the calcium stem and extended into 3 lower calices. This was discovered on a recurrent urinary infection workup. Soltive laser 150 was used in the procedure. The soltive settings were: 25w di150m l310cm. At the beginning of stone fragmentation in situ, 2 large inferior calytial fragments were moved with a dormia forceps from the inferior calyx to the pyelon and then fragmented in the pyelon. Two small fragments were extracted with dormia forceps for analysis. The analysis results were: 70% carbapatite, 20% struvite and 10% calcium oxalate monohydrate. The customer reported in the operative follow up, the jj catheter (stent) was removed on (B)(6) 2021. Then, the patient had obstructive pyelonephritis on (B)(6) 2021 requiring the re-insertion of a left jj catheter and removed on (B)(6) 2022. The jj catheter was re-inserted (B)(6) 2022 for a new obstructive pyelonephritis and removed (B)(6) 2022. There was discovery of a long stenosis of the left pyeloureteral junction. The dmsa renal scintigraphy on (B)(6) 2022, showed the renal function of the left kidney at 24%. Surgical repair of the left pyeloureteral junction was attempted on (B)(6) 2022. The operative report also stated, impossible to perform a pyeloplasty because the stenosis is too long and the pyelo is retracted. A left nephrectomy was performed. Creatinine level on (B)(6) 2022: 81mol/l., clearance=62 ml/min.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was not returned to olympus for an evaluation, the root cause of the reported event could not be identified. There were no allegations of a malfunction of an olympus device, and it could not be determined if an olympus device contributed to this potentially adverse event. Olympus will continue to monitor field performance for this device.